Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -clinical report states: patient has significant and progressive lysis present in the trochanteric region about the stem, lysis around the medial calcar as well. There is a piece of trochanter fragmented and avulsed of with proximal migration. The sleeve has ingrowth. Update: (B)(6) 2013 - the complaint has been reopened because it was reported that the patient was revised on (B)(6) 2013 to address osteolysis. A small part of the greater trochanter had pulled off. Significant metal debris was found at the trunion of the head and stem. Update: (B)(6) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, limited mobility, and elevated levels of cobalt and chromium. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update: (B)(6) 2013 - clinical report was received. Dor: (B)(6) 2013. No new information that would change the existing MDR decision. Update: (B)(6) 2013- clinical report was received. No new information that would change the existing MDR decision. Update rec'd (B)(6) 2014- pfs and medical records received. Revision operative notes confirm the trochanteric fracture, lysis, and metal debris. Additionally, fluid and corrosion was noted. The sleeve has now been added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Update (B)(6) 2016, (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combinations. X+rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.